Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2018-00505. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Investigation results suggest/indicate the embolization of the valve and sub sequent placement of the valve in the abdominal aorta was due to deploying the valve while the valve was not between the balloon markers.   The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards european affiliate, during the implant of a 26 mm sapien 3 valve by ta approach in the aortic position, the certitude delivery system was easily inserted into the sheath. The system was torqued after exiting the sheath as the guidewire had lost support. When the delivery system with the valve was in the ventricle, it was noticed that the valve was no longer centered on the balloon, having moved 1 cm towards the tip of the delivery system. The decision was made to deploy the valve, but the balloon inflated on the ventricular side but not the aortic. After a few seconds, the valve embolized towards the abdominal aorta (under renal arteries) where it was fixed. A second valve was crimped on a new delivery system and the procedure was able to be successfully completed. The patient was extubated and transferred to ICU. As per medical opinion, the valve could have moved at the exit of the sheath due to a kinking of the amplatz guidewire in the left ventricle.